Manufacturer narrative:
On (B)(4) 2010, after complaint investigation it was determined that the bed was tested per quality control procedures and met all specifications prior to pt placement. The bed was returned to kci service center where it was evaluated by kci field repair technician. The reported issue was confirmed and resolved by replacing the side rail. No other faults were found during eval.

Event description:
On (B)(6) 2010, the nurse reported via telephone that there is a loose bed rail on the bed and the pt fell out of bed. On (B)(6) 2010, (B)(6) safety spoke with kci rep who reported that the physical therapist (pt) was log rolling the pt over to the left side when the pt went to use the side rail to help turn. The side rail went down very quickly and the pt rolled onto the floor. There was no reported serious injury or adverse event.